Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that while using the driver in two different code situations the driver could be heard running, the silver magnet part was spinning but the needle could not be inserted. This same situation occurred with a second patient and the same driver. The nurse finished the insertion manually. There was no patient harm.